Event description:
Complainant alleged that while attempting to treat an 80-year-old male patient, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation received the device and the multifunction cable and the device performed to specification. The device was put through extensive testing including bench handling, defib/pacer stressing, and all functional testing with test and returned accessories without duplicating the report. The device was recertified and returned to the customer. Review of the logs showed the device turned on in defib mode and detected a pads on message. The user was able to shock the patient at 200j, 80 ohms. The device intermittently detects pads on and pads off messages (before and after shock) suggesting poor coupling to the patient. There are multiple factors outside of a device malfunction that could contribute to this condition. Some include, but are not limited to motion artifacts, poor contact between the pads and the patient's skin, poor contact between the multifunction cable and the adapter, patient skin condition, or an issue with the accessories. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.